Event description:
It was reported that the right atrial (ra) lead exhibited high capture thresholds. On (B)(6) 2021, the physician elected to cap and replace the ra lead. There were no symptoms observed before, during, or after.